Manufacturer narrative:
Lens received cut in 2 pieces with one haptic detached. The remaining haptic was not present. Product history records were reviewed and indicate product met release criteria. There have been no similar reports received for remaining lenses manufactured in this work order. The cause of this event is undeterminable.

Event description:
The physician reported that the haptic broke off the optic during insertion. Patient's capsule tore resulting in vitreous prolapse.